Manufacturer narrative:
Examination of the returned device confirms the report. The threaded cap has reached the distal thread and is bottomed out. Previous investigations found this scenario can only be replicated when utilizing an assembly tool adapter of a non-equivalent size to the proximal body length; damaging the instrument. The reclaim surgical technique, step 8 "taper engagement", states "attach the assembly tool adapter (75mm, 85mm, 95mm, or 105mm, corresponding with proximal body implant length) to the housing of the assembly tool." The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been identified. Monitor through trend analysis via scp 1405 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The cap on assembly pull rod would not reset to green. It is jammed in the down position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.